Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: one of the force sensor pins was found to be broken and detached from the force sensor flex. The pump history was reviewed and indicated the loss of cartridge detection occurred. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 06/01/2012 with the following findings: one of the force sensor pins was found to be broken and detached from the force sensor flex. The pump history was reviewed and indicated the loss of cartridge detection occurred which could not be duplicated during evaluation. Correction: 2531779-03/24/2010-003-r.